Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) touchpad due to error 307. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. The error 307 is due to a node configured to be present has stopped responding. Isi has not received the touchpad for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system that non-recoverable error 307 repeatedly occurred. Performing a system reboot did not resolve the issue. The intuitive tech support engineer (tse) checked the system logs and confirmed the reported error, which was against the surgeon side console (ssc) touchpad. Tse asked if it was possible to power down the system and disconnect the second ssc. After the customer performed these steps, the issue was resolved and the procedure was continued. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one of the surgeon side consoles (sscs) was abandoned in order to proceed with the case.